Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving any stimulation therapy from his scs system. The pt stated he has not used or charged his scs ipg in approximately a year. The pt stated his pain had diminished and he stopped using his scs stimulation. The patient's pain has increased as of lately and he would like to start using his scs system again. However, the patient's scs ipg battery has depleted, confirmed by sjm rep, and is no longer functional. Surgical intervention is planned for a later date to address the issue.